Event description:
The customer representative reported via email that the customer experienced high blood glucose levels and issues with his infusion sets. The customer was not available to perform troubleshooting for the high blood glucose. The customer declined to provide the blood glucose reading. A follow up call was scheduled to contact the customer and obtain more details regarding the event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.